Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set got caught on the doorknob event on (B)(6) 2026. No further information available.